Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No product returned. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, most likely was due to sub optimal position as the valve was implanted at 7mm in the annulus. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). However, a conclusive cause could not be determined.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve severe paravalvular leak (pvl) was noted. The valve was implanted at 7mm in the annulus. Balloon aortic valvuloplasty (bav) was performed and severe paravalvular leak(pvl) was still noted. The native annular perimeter was 86mm and a non-medtronic transcatheter valve was placed valve in valve resolving the pvl. No adverse patient effects were reported.